Manufacturer narrative:
Concomitant medical products: product ID 3777-60, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient ¿felt no stimulation with normal use of the product¿ following a (B)(6) 2016 MRI scan. It was further reported that it was considered that ¿taking an image of a product which was not for MRI affected the event¿ and that the patient¿s stimulation had changed after the MRI scan. Impedance testing was performed and determined the patient¿s therapy impedance was a normal 1070 ohms. The patient was reprogrammed on (B)(6) 2017, however their previous stimulation could not be reproduced. The patient¿s issue remained unresolved at the time of report; the patient was to return to their hcp¿s office on (B)(6) 2017 to confirm the status of the issue. It was noted that no surgical interventions had been performed and it was unknown whether any were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.